Manufacturer narrative:
Concomitant medical products: product ID: dtbb2qq ICD, implanted: (B)(6) 2015, 4298 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an occasional p and r-wave under-sensing during arrhythmias. The right atrial (ra) and right ventricular (rv) leads remain in use. No patient complications have been reported as a result of this event.